Manufacturer narrative:
B7: updated medical history. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating there was a sharp loop in the patient's vessel. The physician was successful with a marathon microcatheter over synchro 10 micro wire. There was a 30 second pause between the injections.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that they were unable to advance the echelon 10 past the origin. In addition, there was a rapid reflux of onyx into the sphenoid branch. The patient was undergoing surgery for treatment of a subdural hematoma. It was reported that the physician was able to advance the microcatheter into the mid parietal limb and injected the dmso followed by the onyx 18 with excellent penetration being achieved into the distal branches of the parietal limb. Then the physician went ahead and withdrew the microcatheter and did a follow-up run that showed complete occlusion of the targeted limb. After, the under road mapping and advancing of the echelon 10 microcatheter over the synchro micro wire into the frontal limb of the middle meningeal artery occurred. They were not able to advance the echelon 10 past the origin, despite the distal micro wire axis due to a sharp loop. The microcatheter micro wire was withdrawn and a marathon microcatheter was used over the synchro 10 micro wire and they were able to select the middle meningeal artery. This time they were able to get the location with the synchro wire all the way up to a tight loop in the proximal aspect of the frontal limb past the origin of the sphenoid branch. The dmso was utilized followed by the onyx. In initially there was good penetration with the onyx to the distal branches of the frontal limb. However, there was a rapid reflux into the sphenoid branch. The injection was sopped and they had to wait for 30 seconds until they injected a small amount of onyx to occlude the limb. The follow-up run showed complete occlusion of the middle meningeal artery frontal and parietal limbs and there continued to be flow into the sphenoid branch. There were no patient symptoms or complications reported. There was no additional intervention necessary for this event.